Event description:
On (B)(6) 2011, the patient's mother/reporter indicated the patient's blood glucose was elevated as high as 407 mg/dl after the infusion set was replaced due to loss of prime. In addition, the patient went as low as 66 mg/dl on the day of concern. The patient had symptoms of increased thirst, agitation, feeling tired, and tested negative for ketones. The reporter believes the holiday activity has something to do with the patient's blood glucose excursion as the patient reportedly was eating and is highly active. The loss of prime issue was resolve with the replacement of the infusion set. It was concluded the elevated blood glucose was due to loss of prime warnings and the change in routine during the holiday. In addition, the patient is 10 years old and could be going through a growing spurt. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: no cartridge was returned, a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.